Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2012. 6725 adaptor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital for worsening congestive heart failure (chf) and deterioration of health. The patient¿s left ventricular (lv) lead had shown a rising threshold since the device was last interrogated. The doctor decided that it was necessary to try and find a better lv lead position to help with the patient¿s chf symptoms. The patient was taken to the cath lab with the intent to revise the lv lead. The device was checked with normal device function and detections were turned off for the start of the procedure. The pocket was opened and the doctor was starting to obtain venous access when the patient initially jumped into ventricular tachycardia (vt) and was shocked out of it and then the patient¿s pressure dropped and a code was called. Cath lab and hospital staff performed cardiopulmonary resuscitation (CPR) while many life saving medications were administered. After 20 minutes, CPR was stopped and the patient was pronounced dead.